Event description:
It was reported that the customer had received a no delivery alarm on the insulin pump. Troubleshooting was performed and the insulin exited the tubing. It was found that the customer filled another reservoir instead of following the instructions that were given. Customer was assisted with priming the pump. It was explained that changing out the reservoir took care of the no delivery. Customer declined replacement reservoirs. Customer was advised to monitor their blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.